Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('tons of women have said that the belly goes away after removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("belly goes away after removal"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the abdominal distension had resolved. The reporter considered abdominal distension and medical device removal to be related to essure. The reporter commented: this is summary case for unknown number of patients. Concerning the injuries reported in this case, the following one/ones was/were reported via social media-abdominal distension and medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('tons of women have said that the belly goes away after removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("belly goes away after removal"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the abdominal distension had resolved. The reporter considered abdominal distension and medical device removal to be related to essure. The reporter commented: this is summary case for unknown number of patients. Concerning the injuries reported in this case, the following one/ones was/were reported via social media-abdominal distension and medical device removal. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.